Manufacturer narrative:
The device was received for evaluation. During functional testing, a failed downstream occlusion pressure test was not reproduced. A review of the event history log revealed multiple "downstream occlusion" alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not be determined. The ultrasonic sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed pound per square inch (psi) test. There was no patient involvement. No additional information is available.